Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a check lead message which only occurs when the impedances go to either low, under 200 ohms, or high, greater than 2000 ohms. The physician consulted with boston scientific technical services (ts) and couldn't find any out-of-range (oor) measurements that they could see. There were some larger p-waves noted and then later smaller p-waves. Attempts to gain additional information have been made and were unsuccessful. To date, no adverse patient effects have been reported.